Manufacturer narrative:
No product was returned and no images were provided therefore the complaint cannot be confirmed. No lot code was provided so a manufacturer review cannot be completed. Though no root cause can be determined review of the reported event suggests the fracture was the result of excessive force and or aged wear fatigue as possible causes or contributors. No additional investigation can be completed at this time. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted.

Event description:
On (B)(6) during a spinal procedure it was reported that the top of the pituitary broke off. All pieces were retrieved. No patient injury was reported.